Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and triggered an alert for high and undefined pacing impedance. The lead was initially inactivated, and the patient was placed on a life vest. Subsequently, the lead was capped and replaced. No patient complications have been reported as a result of this event.